Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor fractured; partial lead returned in segments.

Event description:
It was reported that the svc coil impedance was high. It was further reported that there was increased svc impedance since implant and an apparent lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.